Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 400-403 mg/dl with high ketone levels. A manual insulin injection was administered to address elevated bg/ketones. Reportedly, customer was lethargic. The pump supplies were changed to address the issue.